Event description:
Info received indicates the head section is drifting down.

Manufacturer narrative:
The technician determined there was too much pressure on gas cylinder when not engaged. The technician adjusted the cylinder so the pressure was removed until it was engaged.